Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens.

Event description:
It was reported that the surgeon inserted a micl 12.1 implantable collamer lens and the lens was removed. Add'l info was requested but non forthcoming. If any add'l info is received, a supplemental medwatch report will be submitted. This is one of two lenses inserted in this pt. See MFR report# 2023826-2007-01927.